Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to patient condition (clip detached due to chordae break). The reported tissue injury, mitral regurgitation, and dyspnea appear to be cascading events of the slda. The reported patient effects of tissue injury, mitral regurgitation, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4 and prolapsed leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, the patient presented with shortness of breath. An echocardiogram was performed and revealed that a chordae break occurred and that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, an additional mitraclip procedure was performed, and two mitraclips were implanted, reducing mr to a grade of 1.